Event description:
It was reported that reported that the ventilator had a blank display. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer service engineer(cse) replaced a missing power supply unit (see linked complaint (B)(4), guicpu, installed upgraded backlight pcb's; downloaded software. The unit then passed all performed tests per manufacturer's specifications.